Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not carried out according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the device evaluation found foreign material within the nozzle of the device, scrapes on the suction cylinder, wear on the angulation wires, water tightness lost due to a pinhole on the channel tube, scratches and chips on the rubber coating on the insertion scope, a deformation of the insertion tube, deterioration of the coating on the insertion tube, deterioration and peeling of the objective lens adhesive, crack in the light guide lens, crack in the camera cover coating, damage to the connecting tube, scratch on the camera cover, and damage to the adhesive on the connecting tube, and scratches, dents, and wrinkles of the coating on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an angulation malfunction. Inspection and testing of the returned device found decreased mobility of the angulation controls. A foreign material was also found within the nozzle. There were no reports of patient harm or involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.